Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a lactate dehydrogenase (ldh) level of 1172 u/l and a plasma free hemoglobin level of 121.6 g/dl. A urine analysis showed a small amount of blood in the patient's urine. On (B)(6) 2015, the patient started to have elevated powers. It was reported that the patient was treated with heparin and integrillin, but the ldh level did not drop. On (B)(6) 2015, the patient underwent a heart transplant when a donor heart became available. The customer stated that the patient had not been upgraded to 1a status on the transplant list. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of hemolysis was confirmed based on the evaluation of the returned pump. Examination of the inflow conduit revealed tissue surrounding the proximal edge of the inlet tube. Although part of the tissue appeared to be obstructing a slightly larger portion of the opening of the inlet tube than what is typically observed, the tissue was well adhered to the blood-contacting surface and did not appear to have affected blood flow through the conduit. Upon disassembly of (B)(4), a thrombus formation was found surrounding the inlet bearing ball. The thrombus ring appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed on the inlet bearing ball over an undetermined amount of time while the pump was operating. Although a specific cause for the development of the thrombus formation could not be conclusively determined through this evaluation, it was obstructing approximately 20-30 percent of the blood flow path and could have contributed to the reported hemolysis. The thrombus could have also caused increased drag on the rotor, resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.